Event description:
It was reported that during the procedure, the tines (tip) of this right ventricular (rv) lead became stuck in the tricuspid valve. When an attempt was made to reposition the lead, the tip broke. The complete device was removed from the patient. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, the tines (tip) of this right ventricular (rv) lead became stuck in the tricuspid valve. When an attempt was made to reposition the lead, the tip broke. The complete device was removed from the patient. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Electrical performance measurements throughout these tests were within normal limits. Testing of the outer insulation integrity did not pass, indicating the lumen (outer insulation) was damaged/breached. Insulation bond separation was noted at the ring electrode. Laboratory analysis confirmed the allegation based on the finding of stretched coils and bond separations noted at the tip of the lead. It appears the lead was caught, and pulled with force to remove. This is consistent with induced damage. The observed damage is not deemed to indicate a product defect or malfunction.